Manufacturer narrative:
Customer complaint notes, customer reported a48 alarm and unable to turn on the pump. Device monitored for several days and no blank display noted. However, device received stuck in a48 alarm loop after battery installed due to software error. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify download due to a48 alarm. The original mother board was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board. Device received with cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl which was with pen. Customer was also reporting that insulin pump was unable turn on and had pump error alarm. Customer stated that they were feeling dizzy and had headache. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. The insulin pump will be returned for analysis.